Event description:
During a use of the device for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console turned purple, pink, blue and black then went back to normal color. The screen did not blank out and the ability to use the screen with this failure would not impair its functionality. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.